Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there is no audible alarm heard from the device and there is no display on the screen. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on via both ac and battery power. The display backlight turned on but no visuals are displayed on the screen. All alarm conditions with audio status indicators were confirmed to be functioning. Internal inspection revealed that the lcd flex cable is disconnected from the core board resulting in the observed display issue.